Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) to the ilet bionic pancreas, as the ilet was attempting to pair with a different sensor setting which led to an incorrect pairing workflow. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no need for medical intervention or hospitalization. User support included technical troubleshooting and user education that guided the user to select the correct cgm type and enter the correct pairing code. Investigation of this case revealed a user selection error in sensor type within the ilet setup that caused the pairing mismatch, which was resolved by switching to the correct dexcom g7 configuration and completing the warmup. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and setup.